Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported too ventricular valve position with moderate pvl is cannot be confirmed. Per report, the patient was noted to have an extremely horizontal aorta and severe calcification of the native annulus, which in combination with unknown procedural factors may have caused or contributed to the reported event. It was noted on echo the initial deployment position was too ventricular and therefore factors such as deployment angle or coaxial alignment, due to the horizontal aorta, may not have been optimal and contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Per the field clinical specialist (fcs) report, during a transfemoral tavr procedure post deployment of a 23 mm sapien valve the position had shifted ventricular (60:40) with moderate paravalvular leak (pvl) and as the team considered that the valve was unstable a 2nd 23 mm sapien valve was implanted. Per report, the aortic valve annulus diameter measured 21 mm by tee and was noted to have severe calcification. The patient was noted to have an extremely horizontal aorta. After performing bav, the 23 mm valve was positioned across the native annulus and deployed during rapid pacing. The valve appeared to be deployed in a 50:50 position. By echo, the valve appeared to be a bit ventricular. The anesthesiologist/echo thought that it appeared as if the valve had shifted ventricular during the assessment period. There was moderate pvl and the team thought the valve seemed unstable. A 2nd 23 mm valve was prepped and deployed so that approximately 1/3 of the 2nd valve was aortic to the original sapien. There was no pvl and the valve was stable. The patient was extubated in the or and was transferred to the ICU in a stable condition.